Manufacturer narrative:
Method: it was reported that the devices were not available for return. Clarification of the lot number has been requested from the reporter, therefore, a device history record (DHR) could not be performed at this time. Results: as a device was not available for an evaluation, no methods were performed; therefore, results cannot be obtained. Conclusions: at this time, the investigation is ongoing and further information has been requested from the reporter/customer. I-flow is pending the response, once additional information is received, a follow-up report will be filed. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Fill volume: 160ml. Flow rate: 10ml/hr. Procedure: antibiotic treatment. Cathplace: peripheral. (Please reference 2026095-2014-00138, 00589, 00139, 00141). An international distributor reported two complaints that occurred with two patients and multiple homepump devices. Patient 1, pump 3: an international distributor reported an incident of fast flow that occurred with three homepumps. The pump's expected infusion time was 12 hours. No patient or medical consequence, to mention. Note: further information has been requested from the reporter for clarification of the lot number and additional information regarding the incident.